Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired the device. On the first firing, with a green reload, the staple line was malformed on the patient side of the gastric tissue. The staple on the remnant tissue was formed properly. There was some bleeding and you could visually see malformed staples. The surgeon decided to oversew, imbricate, the staple line for added security. Or time was extended due to oversewing of the staple line. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.